Manufacturer narrative:
After further investigation it was determined that this was incorrectly reported under both product and registration number, please refer to mfg# 9610816-2022-00302 for completed updated report.

Event description:
It was reported that a brady alarm failed to alarm for room ch20 [ch3220]. The patient expired.

Manufacturer narrative:
Philips remote service engineer (rse) spoke with the customer. The customer alleged that a bradycardia alarm failed to sound at 00:27 on (B)(6) 2021 in room ch3220. The logs were reviewed and showed that a standby of the monitor was initiated at 23:40: the resumption of surveillance was done at 05:33. Thus no monitoring occurred during this period and so no alarm sounded. (B)(6). There was no product malfunction; this is considered a user issue. The user placed the monitor is standby. No further investigation or action is warranted at this time.

Event description:
It was reported that a brady alarm failed to alarm for room ch20 [ch3220]. The patient expired.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a brady alarm failed to alarm for room ch20. The patient expired.